Manufacturer narrative:
(B)(4). (B)(4) representative notified the customer that hospital skin care protocol should be followed. Based on information received from the customer, (B)(4) did not manufacture vac-pac device did not malfunction nor did it cause serious injury to the patient. Customer stated that gel pads were used in addition to the vac-pac during the procedure. Customer was contacted on 10/5/2016, 10/13/2016 and on 10/19/2016 in order to obtain additional information. On 10/26/2016, customer follow-up to inform (B)(4) of the following: confirming the patient was morbidity obese patient with hx of a mediastinal mass, whom did lay in the lateral position for an extended period of time, >9 hours. The patient developed compartment syndrome and rhabdomyolysis post operatively, there is no evidence that the (B)(4) vac-pac was a contributing factor in the patient developing compartment/rhabdomyolysis post-surgery. This complaint will be reported as a patient adverse event and closed with no further investigation. Device requested for investigation.

Event description:
On (B)(6) 2016, it was reported by one of the (B)(6) orthopedic clinicians that a patient while having surgery was laying on a size 30 vac-pac for 10-12 hours and skin break was noted on the hip. At the initial contact, clinician was not aware of all the full facts or if the vp had lost suction. On (B)(6) 2016 per the surgery director, she confirmed that the size 30 vp did not fail nor did it loose suction. The director stated that the vac-pac performed as it should have; therefore it was not taken out of circulation. Per the surgery director ((B)(6)) the patient stayed in the lateral position too long, ten to twelve hours, in the vac-pac. She states they did use gel pads with the vac-pac. The patient had skin breakdown on the hip. She notes the patient was also immune compromised. (B)(4) representative notified the customer that a hospital skin care protocol should be followed. Customer was contacted on 10/5/2016, 10/13/2016 and 1019/2016 in order to obtain additional information. On 10/26/2016, customer follow-up to inform (B)(4) medical of the following: confirming the patient was morbidity obese patient with hx of a mediastinal mass, whom did lay in the lateral position for an extended period of time, >9 hours. The patient developed compartment syndrome and rhabdomyolysis post operatively, there is no evidence that the (B)(4) vac-pac was a contributing factor in the patient developing compartment/rhabdomyolysis post-surgery.